Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4 and a rotated heart. An xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. The clip was then retracted back into the atrium, where both grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. The gripper was observed bent. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4 and a rotated heart. An xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. The clip was then retracted back into the atrium, where both grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. The gripper was observed bent. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported gripper actuation issues and bent gripper arm were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
All available information was investigated, and the gripper actuation issue was not confirmed via device analysis. The reported bent gripper arm was confirmed. Additionally, the clip was observed to be difficult to open. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported gripper actuation issues, bent gripper arm, and difficult to open clip were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.